Event description:
It was reported that t1 and t2 deployed at the same time. All pieces were removed from patient. A backup device was available to complete the procedure with no significant delay or patient injuries.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device cannot confirm the reported complaint of simultaneous deployment as t2 remains attached to the needle. The needle is dramatically bent on two planes. T1 is free from the needle. Functional assessment is prohibitive due to the needles condition. No root cause related to the manufacturing process can be established.

Manufacturer narrative:
Additional information .

Event description:
It was reported that t1 and t2 deployed at the same time. T2 deployed through the meniscus. All pieces were removed from patient and a backup device was available to complete the procedure with no significant delay or patient injuries.